Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction due to rows a and b in drawer 3.1 of the aux had experienced multiple failures. A field service engineer removed all the cubies pockets, cleared out any debris, and reseated the cables at the back. Currently, in hta, I no longer see the two rows that had previously reported issues. I also replaced the drawer board and the controller board, which has resolved the problem. Preventative maintenance was performed on the device. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system was not detected on communication bus. The customer reported that their attempt to reseat the cable was unsuccessful, resulting in a delay in the medication dispensing process for the patient. There were no adverse events or injuries reported based on this incident.